Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the representative that the pmw35 staples catches and won't release and this stapler won't work at all. There was no consequence to the pt.